Event description:
Healthcare professional reported "fluid with mammogram showing fluid collection implant, and exchange of textured to smooth due to the patient¿s concern of the implant". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- breast.

Manufacturer narrative:
H11: clarification d4: mcghan270cc received. Laboratory analysis summary the device related to the reported event anxiety-product/procedure, seroma and crease / folding of implant was received on october 31, 2025, with catalog number mcghan 270cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ seroma: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "fluid with mammogram showing fluid collection implant, and exchange of textured to smooth due to the patient¿s concern of the implant". This record is for the right side. Device has been explanted and replaced.